Event description:
The customer reported that during a wrist arthroscopy, the cutter blade sheared. It is further reported that all pieces were retrieved from the pt. It is further reported that the procedure was extended by approximately 2.5 hrs to retrieve the sheared blade. It is further reported that it is unk whether the procedure was completed.

Manufacturer narrative:
Additional info will be provided once investigation is completed.